Event description:
Mother underwent a surgical kyphoplasty procedure to treat pain from a compressed vertebra resulting from a fall when she was tripped by a dog. Her lung x-rays taken just prior to surgery showed no evidence of fibrosis. Her heart was also normal with no evidence of any arrhythmia or other anomalies prior to surgery. Approx one year post kyphoplastic surgery she developed sudden pulmonary fibrosis and extreme heart arrhythmia and was dead within 3 weeks of the first onset. Her drs were baffled as to the cause. Diagnosis or reason for use: bone cement used in kyphoplasty to separate and stabilize.